Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported door not closed alarm was reproduced was a ¿door not fully latched¿ alarm. A review of the event history log revealed "door jammed!" Messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed upper auxiliary due to physical damage to the flex. The upper auxiliary requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because the issue would result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed door not close. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.